Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015 into the buttocks. Upon removal of the sensor pod, the patients sensor wire had detached and was at the site of insertion. The patient did not report any injury or medical intervention.